Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information received, on (B)(6) 2014 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of prefix plug (device 2) and bard flat mesh (device 1). Per op notes, ¿a moderate sized direct defect was noted. A prefix plug (device 2) was placed through the defect beneath the transversalis fascia using suture. A onlay bard flat mesh (device 1) was placed and fastened near the pubic tubercle.¿ on (B)(6) 2015 ¿ patient was diagnosed with chronic right groin pain thereby underwent open repair with the removal of mesh (device 1). Per op notes, ¿there was dense scar tissue at the level of the external oblique. There was a palpable plug (device 2) in the midportion of the direct space which was left in place. A portion of mesh (device 1) was medially slightly buckled and excised. A small defect in the fascia was closed using sutures. A small defect in the fascia was closed using sutures. A triple neurectomy was done by finding iliohypogastric just above the mesh over conjoint tendon and ilioinguinal and genitofemoral nerves. All nerves were transected.¿